Manufacturer narrative:
H3: software analysis was completely. Clinical export data file was thoroughly inspected. The log file was examined in order to inspect and understand procedure workflow. Fluoroscopic images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. The planning was reviewed and an inferior skiving potential can be seen on the left screw of l5. The skiving potential on the right l5 screw is less significant; however, the presence of a bone meeting the upper part of the screw could eventually result in pushing the screw in the downward direction. Using long tools (in this case, over 200 mm length throughout most of the case) makes it more difficult to feel skiving of the tools at the end of range. The registration was uploaded, performed and validated to be accurate. L5 trajectories were confirmed to be inferior. Both trajectories are indeed inferior to the pedicles. This was a percutaneous approach procedure, and according to the representative, no soft tissue pressure or pressure from the extenders was applied on the tools. The representative and surgeon also added that no patient shifts were seen before, during or after placement of the screws. According to the workflow of the surgery, prior to inserting the screws, the surgeon used a 4.5-5.5 graduated tap. This process applies force on the vertebra and may cause movement, which can result in skiving of the tools. Schanz screw was placed on the left psis, connected with a schanz arm. By analyzing the intra-operative images, analysis did not detect any major issues. Furthermore, a platform shift can be ruled out, since accurate trajectories were performed before and after executing l5 left trajectory. After ruling out platform or patient shift, registration accuracy, surgical arm accuracy (6 out of 8 trajectories were according to plan) and the possibility of any applied pressure upon the tools by soft tissue or screw extenders, analysis concluded that the most probable cause for the deviations experienced in the or is skiving of the surgical tools on both l5 trajectories. Applying force on the vertebra may serve as a contributing factor as well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that there was no change in surgery. During the procedure, the surgeon make one skin incision per side with separate facial incisions. The surgeon verified that they were not putting pressure on the extenders to move them out of the way. The surgeon removed the screws and placed them freehand.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat deformity with fixation. It was reported that the left and right l5 screws were low and below the pedicle compared to the plan during the l2-l5 procedure. The screws were deviated less than 5 mm. The surgeon completed the left side of the construct first, followed by the right side. All over screws were accurate except for l5. The manufacturer representative and surgeon did not know the cause of the deviation. There were no skive potentials on the plan and the docking surface was flat. No patient shifts were seen before, during or after placement of the screws. The extenders were close at l4, but the surgeon extended the incision to help with the issue. The l2, l3 and l4 extenders were moved out of the way for the l5 trajectory and the surgeon verified that they did not place any pressure on the vertebral bodies as the incision was extended. The representative reviewed registration and it was accurate. Navigation was checked with the passive planar at the l4 divot and it was accurate. The body of l5 was also checked and it was accurate, but the screw was still low. The surgeon decided to re-instrument l5 free hand with guide wires. There was no patient harm and the procedure was delayed less than an hour.